Manufacturer narrative:
B3: day of event is unknown. Device evaluation: one device was received. A visual inspection found a corroded battery compartment, scratched lens and loose dso seal. The event history log was unable to be downloaded or reviewed due to the error code. During the functional testing, when the device was powered on, it displayed a constant error code 45639. The cause of the issue was found to be the pwa board. The pwa board was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the pump displayed error code 45639.